Manufacturer narrative:
Block b3: date of event - approximated based on the date the manufacturer became aware.

Event description:
It was reported that the deep brain stimulation (dbs) patient has been experiencing fatigue and feeling unwell since the implant procedure. The patient accidentally turned off the stimulation and, due to feeling unwell, was transported to the hospital by paramedics. While attempting to enable MRI mode on the implantable pulse generator (ipg), they received an impedance out-of-range message. The situation is still ongoing.

Event description:
It was reported that the deep brain stimulation (dbs) patient has been experiencing fatigue and feeling unwell since the implant procedure. The patient accidentally turned off the stimulation and, due to feeling unwell, was transported to the hospital by paramedics. While attempting to enable MRI mode on the implantable pulse generator (ipg), they received an impedance out-of-range message. The situation is still ongoing. Additional information was received that indicated the patient symptoms were unrelated to the dbs system and the patient is doing well.